Manufacturer narrative:
(B)(4). Reported event was unable to be confirmed due to limited information received from the customer. DHR was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(6). Concomitant medical products: versys femoral head/ pn 00801803602/ ln 63177082, trilogy acetabular liner/ pn 00630505636/ ln 63175336, trilogy acetabular shell / pn 00620005622/ ln 63043707. Customer has indicated that the product will not be returned to zimmer biomet for investigation, due to product location being unknown; however, an investigation has been initiated. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0002648920-2017-00446, 0002648920-2017-00454, 0001822565-2017-04947.

Event description:
It was reported that patient had a hip revision approximately 16 months post implantation due to pain, loosening of femoral stem and acetabular cup, infection, and dislocation. Attempts have been made and additional information on the reported event is unavailable.